Manufacturer narrative:
Please note that the exact event date is unknown and the event date is the complaint awareness date. Occupation: other, senior counsel, litigation. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter, fracture of the filter, perforation and a failed attempt to remove the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter, fracture of the filter, perforation and a failed attempt to remove the filter.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per per the medical records, the patient has a history of trauma from a fall from a third story building, causing a right femur and pelvis fracture. Medical history includes hepatocellular carcinoma, gastrointestinal bleeding, right common femoral vein and svc non-occluding thrombus. The filter was deployed in the infrarenal vena caval area. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter, fracture of the filter, perforation and a failed attempt to remove the filter. Thirty-six days after the index procedure, there was an unsuccessful attempt to remove the filter. Despite multiple attempts, the physician was not able to hook the filter as it was well incorporated into the wall of the inferior vena cava. Per the patient profile form (ppf), the patient reports tilting of the filter, fractured filter, filter embedded in the wall of the inferior vena cava and the device was unable to be retrieved. A CT scan done approximately ten years and seven months after the index procedure indicate that the filter was tilted, and the filter struts fractured, with the posterior struts embedded in the inferior vena cava wall. The patient reports worry, anxiety, emotional pain, fear and physical pain. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of trauma sustained in a fall from a third story building. The patient sustained a right femur and pelvis fracture, hepatocellular carcinoma, gastrointestinal bleeding, right common femoral vein and svc nonoccluding thrombus. The filter was deployed via the left femoral vein. The filter was placed in the infrarenal vena caval area. The patient tolerated the procedure well. Thirty-six days after the index procedure, there was an unsuccessful attempt to remove the filter. There were multiple attempts to grab the filter using various snares, but they were not able to hook the filter as it was well incorporated into the wall of the inferior vena cava. After exhausting all attempts, the patient became uncooperative and the procedure was discontinued. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, fractured filter, filter embedded in the wall of the inferior vena cava and the device was unable to be retrieved. The patient became aware of these events the month after the index procedure. The results of computed tomography (CT) scans done approximately ten years and seven months after the index procedure indicate that the filter was tilted and the filter struts fractured. The form states that the posterior struts are embedded in the inferior vena cava wall. The patient continues experience worry, anxiety, emotional pain, fear of death, physical pain, abdominal/groin pain and pain to the touch when pressure is applied. Additional information is pending and will be submitted within 30 days of receipt.